Event description:
On (B)(6) 2013, the distributer contacted animas and reported the pump stopped working during the night. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: no power interruptions observed in black box. No data from time of reported issue due to continued use. Black box history indicated that the voltage was found to be 148 on 07/3/2013 at 4:16pm. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap contact was found to meet all specifications. The pump successfully powered on with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit.